Event description:
The customer reported repeatedly positive troponin I results on several heparin plasma samples from the same pt. The pt underwent cardiac catherization based on these results. Follow up testing at a reference facility indicated that the true status of these samples was negative. There was no report of pt harm as a result of this event.